Event description:
It was reported that the zimmer air dermatome was tearing the skin instead of grafting. There was no report of injury or medical intervention associated with the incident. Clinical follow up attempts, for clarification, were unanswered by the customer.

Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 4 years old and this is the first repair for this device. The inspection found the thickness settings to be out of calibration. The investigation was unable to determine a cause of the reported complaint, however the device was out of calibration, likely due to a lack of preventative maintenance. This device was out of calibration on the 0 and 10 thickness settings, left to right. This may have contributed to an uneven graft, one side to the other, as opposed to tearing skin. Clinical follow up attempts, for clarification, were unanswered by the customer. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since its purchase in 2007. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.